Event description:
It was reported that during a lobectomy procedure, after 1st firing, the jaws of the device would not open. Another like device was used to complete the case. There was no adverse consequence to the pt.